Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was alarming, and a replacement was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of alarms occurring on the mobile power unit (mpu) was unable to be confirmed as there was no product returned or files submitted. The provided information indicated the mpu was exchanged; to this date, no product has been returned for analysis. Multiple attempts were made to obtain additional information; however, no additional information was provided. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 14dec2023. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, includes how to identify and resolve alarms on the mobile power unit (mpu). The heartmate 3 instructions for use section d, entitled ¿safety checklists¿, instructs the user to inspect their mobile power unit (mpu) and mpu cables daily for damage. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.